Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a cervios peek implant. It was reported that the implant was broken. Another implant was placed with the same reference reportedly, without incident. The details of the breakage were not provided.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. An internal investigation was performed at synthes (B)(4). It is clearly visible that there is a crack on the upper step (in the middle of the threaded area). The lower body is still intact. The exact cause of this damage cannot be determined. It may be presumed that too much mechanical force during insertion may have lead to the crack in the upper area. The review of the file history records showed conformity with the material and manufacturing specifications. No product fault could be detected.